Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer, diabetes. While using the device. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician could not confirmed foam particles in the air path during the device evaluation. The device was functional and passed all testing.